Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose and had problem with her insulin pump. The customer¿s blood glucose level was 360 mg/dl. The customer was treated with an insulin pump. The customer¿s mother states that when she went to bed last night, the reservoir volume was 5.5 units. When the customer woke up morning, the 5.5 units was still in the reservoir. Troubleshooting was performed for absence of no delivery alarm. The customer's mother declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.